Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 1200 mg/dl. Customer addressed the high blood glucose with a bolus from the pump. Customer's godfather called an ambulance and customer was admitted to the hospital. Customer was treated with insulin and saline intravenously and there was no permanent damage. Multiples attempts were made by tandem technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
Customer reverted to multiple daily injections (mdi) for insulin therapy.